Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing severe low blood glucose for the last 2 days. The customer stated that he was found on the floor the morning of the call. Blood glucose at the time of the incident was 21 mg/dl. The customer stated he has memory issues, and dementia, and cannot remember current details. The customer had received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 21 mg/dl. The customer was given glucose tablets and a glucagon shot to treat. The customer believes the pump was over delivering insulin. Troubleshooting was completed, and it was found the programming was inaccurate. The customer requested the insulin pump to be replaced. The insulin pump will be returned for analysis.